Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2016. Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00615, 3002806535-2017-00616.

Event description:
It was reported a patient underwent a knee revision approximately one year post-implantation due malpositioning of the implants and wear of the poly bearing. All components were revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Investigation results concluded that the reported event was due to malpositioning of implants and wear of the articular surface. The attached to the product package insert it states in warnings section: 5. Malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces. Revision surgery may be required to prevent component failure.